Event description:
Healthcare professional reported lower than expected inr result using a hemochron signature plus system. The patient was receiving warfarin anticoagulation to prevent thrombosis from atrial fibrillation. He was involved in an automobile accident and was evaluated at the ER. A pt was ordered and the inr result from the hemochron was 1.2 (therapeutic range 2.0 to 3.0). Repeat blood draw confirmed an inr of 1.2. On the hemochron. Same sample tested by the laboratory showed an inr of 2.0, which was the expected result. No adverse event(s) were reported.

Manufacturer narrative:
(B)(4). The cuvette lot number used with this instrument is g4cpt035. Customer complains for cuvettes with pt results lower than expected investigated by (B)(4). No trend for lot. Method codes: actual device not evaluated. Process eval performed. No ncrs or anomalies were identified for this instrument. Results code: no results available since no eval was performed. Conclusion code: device not returned. Both electronic and wet quality control for the instrument were tested at the facility and both passed.